Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a colon surgery, after clamping the tissue, the doctor pressed the green button and tried to fire, but the device was not fired. It was unknown whether the green piece illuminated or what was displayed on the graphic display when the tissue was clamped. A new handle was used instead. There was no patient harm.